Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited lower than expected battery longevity estimation. It was also noted that the right atrial (ra) lead had elevated thresholds. The ipg device and ra lead remain in use. No patient complications have been reported as a result of this event.